Manufacturer narrative:
The insulin pump alarmed button error alarm and no button response due to corroded keypad traces. The pump was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 130 mg/dl. The customer stated that he was changing his infusion set and the buttons were not responding. The customer stated that the button error kept flashing and it would not come off. The customer stated that the pump would not respond when he rewound it. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.